Manufacturer narrative:
The device history record review indicates that two lots were reprocessed for an anomaly that did not contribute to the customer complaint. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for the reported issue. The root cause of the customer's complaint is not known; the sample has not been returned for investigation. (B)(4).

Manufacturer narrative:
A visual inspection of the returned phaco tip was performed and deemed nonconforming. There is an opaque material present within the phaco tip at the bend location which has completely occluded the inside diameter. A particle analysis was performed by the laboratory. The analysis indicates the opaque material present within the phaco inside diameter to be silicone. The complaint does confirm of a piece of silicone material within the phaco tip which would result in the phaco tip not working properly. The root cause appears to be from the placement of the silicone sleeve on the phaco tip. The phaco tip bevel has a sharp edge and can pierce the silicone sleeve if not installed carefully by the customer. No specific action with regard to this complaint was taken because the occlusion was identified as a material handling issue and not a manufacturing concern. The silicone sleeve is a separate item that is present within the package that must be installed by the customer. The machine manual provides instruction for the placement of the tip onto the tip. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phaco tip was "plugged and did not work". No patient harm reported. Additional information and product sample have been requested.